Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). However, it was not known at what pressure the balloon was inflated or how many inflations were performed at the time of the rupture. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as heavily tortuous and heavily calcified, which likely contributed to the reported complaint. It is possible that the balloon interacted with the tortuous and calcified lesion upon inflation attempt such that it became damaged (scratched) and ruptured as a result, although this cannot be confirmed. Based on the insufficient information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy tortuosity and calcification. The 2.0 x 15 mm mini trek balloon was advanced and inflated; however, the balloon ruptured during inflation. It is unknown what pressure the balloon rupture occurred at, or how many inflations were made. There was no resistance noted during removal. There were no adverse patient effects. No additional information was provided.